Event description:
It was reported that pt had a heart transplant; cross clamp time was 4 hours 15 minutes. Pt was prone to bleeding, according to perfusionist. Surgeon inserted arrow ultra flex 7.5 fr intra-aortic balloon (iab) around 18h40 in right groin. After 20h00. Perfusionist noticed there was blood in helium line when the pump alarmed (she could not remember which alarm). She changed helium line to a helium line of an old 30cc iab; still blood came back. She said surgeon then tried to insert another iab into left groin, but unsuccessful. Also an arrow 40cc. He could not succeed placing any iab in left groin. He then put a datascope 34cc into aorta because they had no more 40cc iab's. Datascope iab pumped, but there was no arterial pressure by that time. Patient was bleeding a lot. They tried to get pt off pump for 4 1/2 hrs without success. Patient expired. Arrow has contacted dr for further info and he does not wish to discuss further.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.